Manufacturer narrative:
Correction to the initial MDR. Initial MDR has already been submitted under MFR-3006630150-2023-00765.

Event description:
It was reported that the patient had a burn, and it was noticed when grounding pad removed post radiofrequency ablation procedure.

Event description:
It was reported that post radiofrequency ablation procedure, the patient had a burn which was noticed when the grounding pad was removed.